Event description:
It was erported that the ventricular lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded at 45.3 cm and 45.5 cm from the connector pin, caused by fric- tion to another device.